Event description:
--

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted that the helix was retracted, dried blood/body fluid was noted in the helix and in the lead lumen, the conductor coils were deformed due to suture sleeve tie down, cuts were noted in several locations in the lead insulation, lead on lead abrasion was noted and the insulation between the anode ring and helix housing was stretched. Resistance testing and a pressure test of the inner insulation was completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. A pressure test of the outer insulation was not performed due to the cuts in the insulation. The lead did not pass the guidewire test due to the presence of blood/body fluid. Laboratory analysis did not confirm the reported clinical observations.

Event description:
--

Event description:
Boston scientific received information that during a routine in-clinic follow up one month ago, this right ventricular (rv) lead exhibited increased threshold measurements and the automatic capture feature was observed to be pacing in retry. During a recent in-clinic follow up, interrogation of the device revealed that the lead safety switch (lss) feature had been activated due to an out of range pacing impedance measurement. Current rv pacing impedance measurements were observed to be in the 700 ohm range. Additionally, review of stored device memory revealed an episode of noise on the rv lead. The noise was able to be reproduced with patient isometrics. It was noted that the patient does not receive pacing in the rv. Subsequently, an invasive procedure was performed approximately seven weeks later. This lead was surgically abandoned and replaced. Subsequently, the replacement lead dislodged one day post implant. The physician suspected that this surgically abandoned lead may have contributed to the dislodgement. An additional invasive procedure was performed. Both rv leads were explanted and a new rv lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
--

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.